Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented standard femur left size 5 catalog #: 42504605801 lot #: 65120531, persona revision tapered cemented stem extension 14mm diameter +75mm length catalog #: 42560007514 lot #: 65133455, persona revision cemented distal femoral augment size 5, 5+ 10mm thickness catalog #: 42556605810 lot #: 64799298, persona revision cemented fixed tibia left size c stem extension catalog #: 42542006401 lot #: 65104596, persona revision fixed bearing constrained condylar articular surface left 16mm catalog #: 42512800416 lot #: 65022101, persona revision tapered cemented stem extension 14mm diameter +75mm length catalog #: 42560007514 lot #: 65155267, persona revision cemented tibial augment half block left medial size cd 5mm catalog #: 42555803305 lot #: 65102645, persona revision cemented tibial augment half block left lateral size cd 5mm catalog #: 42555803105 lot #: 64729298. A review of the device history records was not performed as event was for a procedure-related complication. Procedural-related complications are influenced by the type of surgery, patients' pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. However, even with administration of preventive medication, dvts can still develop. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03509; 0001822565-2023-03510; 0001822565-2023-03511; 0001822565-2023-03512; 0001822565-2023-03513; 0001822565-2023-03514; 0001822565-2023-03515; 0001822565-2023-03516; 0001822565-2023-03517. H3 other text : event unrelated to zimmer biomet device.

Event description:
It was reported that the patient developed deep vein thrombosis seventeen (17) days following a left knee arthroplasty and was prescribed xarelto and referred to a hematologist for further care. The patient progressed and no further complications were reported. Initial operative notes noted no intraoperative complications.